Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event

Event description:
During an in-clinic follow-up, loss of capture, decreased pacing impedance, and decreased sensing were detected on the right ventricular (rv) lead. The cause of the event is due to suspected insulation damage. The patient was hospitalized due to the event. No intervention has been performed. The patient was stable.